Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4). Patient¿s medications - xanax, aspirin, lipitor, suma, librax, dexilant, zetia, lortab, toprol xl, minocycline, multi vitamin, benicar, fish oil and testosterone. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis. The devices implanted in this patient were the original gore excluder® bifurcated endoprostheses.

Event description:
On (B)(6) 2003, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up imaging showed that the aneurysm had grown approximately 4cm. It was reported that the physician believes the aneurysm enlargement was caused by endotension due to not seeing any evidence of endoleak. On (B)(6) 2017, an additional procedure was performed whereby the previously implanted devices were relined with five gore® excluder® aaa endoprostheses. The aneurysm was excluded with the implant of the additional devices, and the patient tolerated the procedure.